Event description:
It happened three times. On saturday, april 18th (twice) and today april 23rd, I applied three different freestyle libre 3 glucose monitors. All three started reporting severely low glucose numbers. I reported this to the company for the first time and received a replacement. The replacement I applied for today (4/23) did the same thing. Within several hours of being applied the monitor reported my glucose dropping over 70 grams. I will reach out to the company again tomorrow. Patient code: 1912. Device code: 3023. Reference report#: mw5187385, mw5187386.